Manufacturer narrative:
Additional information: medtronic received information that replacement of the suspect instrument restored functionality. Correction: initial reporter updated to proper value.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No procode, common device name, unique device identification(UDI) and/or 510k provided as this device is not released for distribution in the united states. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during cranial resection procedure, an led of the reference frame was not functioning. The procedure was completed with the use of navigation. There was no delay to procedure. No impact on patient outcome.

Manufacturer narrative:
The active cranial frame was returned to the manufacturer for analysis. Analysis found that when connected to a known good system, it was found that led #3 was not firing. Otherwise, the frame returned good geometry and divot error readings. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.